Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ coils in place but perforated\migration of essure device location of device: through tube\essure went through my tubes into my abd'), salpingitis ('other portion of the fallopian tube show chronic inflammation') and device dislocation ('migration of essure device location of device: through tube\essure went through my tubes into my abd') in a (B)(6) female patient who had essure (batch no. 641416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day" on (B)(6) 2009. Medical conditions: final diagnosis: gross diagnosis, foreign body. Right fallopian tube, biopsy, inflamed and fibrotic fallopian tube. Concurrent conditions included cyst, nabothian cyst, inflammation, fibrosis and endometrial curettage. Concomitant products included medroxyprogesterone acetate (depo provera) from 1996 to 2009 for birth control as well as oral contraceptive nos from 1990 to 2009 and paracetamol;pseudoephedrine hydrochloride (sinus medication) from 2005 to 2019. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (right salpingectomy, remove essure right on (B)(6) 2009). At the time of the report, the fallopian tube perforation, salpingitis and device dislocation outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date - 2008 (B)(6) 2009, (B)(6) 2015 unilateral salpingectomy total hysterectomy (uterus and cervix removed) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: perforation (fallopian tube) went through my tubes into my abd. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs and mr received-new events: "abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: through tube,essure went through my tubes into my abd, essure insertion and ablation performed on same day,fallopian tube perforation", new reporters were added, plaintiff's information, concomitant drugs and conditions, lot number, lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/ coils in place but perforated\migration of essure device location of device: through tube\essure went through my tubes into my abd'), salpingitis ('other portion of the fallopian tube show chronic inflammation') and device dislocation ('migration of essure device location of device: through tube\essure went through my tubes into my abd') in a 37-year-old female patient who had essure (batch no. 641416) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day" on (B)(6) 2009. Medical conditions: final diagnosis: gross diagnosis, foreign body. Right fallopian tube, biopsy, inflamed and fibrotic fallopian tube. Concurrent conditions included cyst, nabothian cyst, inflammation, fibrosis and endometrial curettage. Concomitant products included medroxyprogesterone acetate (depo provera) from 1996 to 2009 for birth control as well as oral contraceptive nos from 1990 to 2009 and paracetamol;pseudoephedrine hydrochloride (sinus medication) from 2005 to 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (right salpingectomy, remove essure right on (B)(6) 2009). At the time of the report, the fallopian tube perforation, salpingitis and device dislocation outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date - 2008. (B)(6) 2009, (B)(6) 2015: unilateral salpingectomy total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: perforation (fallopian tube) went through my tubes into my abd. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: salpingitis. Lot number: 641416 manufacturing date: 2009/05 expiration date: 2012/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.